Manufacturer narrative:
Follow up information received on 08-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A product technical complaint investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Then, she stated she had a tubal ligation done and the doctor left one coil in but could not find the other coil (regarded as device dislocation). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was given about the confirmation test. During a tubal ligation, the consumer stated her physician was unable to find one essure coil. This device dislocation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported. A product technical complaint investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received on 10-may-2016 from a female consumer of unspecified age via regulatory authority (case# mw5061507) in united states. She had essure (fallopian tube occlusion insert) inserted on (B)(6)-2013. The consumer stated she became pregnant. She had also had a lot of pelvic pain since getting essure and irregular menstrual cycles. She had a tubal ligation done and the doctor left one coil in but could not find the other coil. Event date (not specified) was reported as (B)(6)-2014. Event outcome (not specified) was reported as other serious (important medical event). Follow up received on 27-may-2016 from consumer. The consumer provided consent to contact her essure inserting physician. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Then, she stated she had a tubal ligation done and the doctor left one coil in but could not find the other coil (regarded as device dislocation). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was given about the confirmation test. During a tubal ligation, the consumer stated her physician was unable to find one essure coil. This device dislocation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up 23-aug-2016: follow-up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Then, she stated she had a tubal ligation done and the doctor left one coil in but could not find the other coil (regarded as device dislocation). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was given about the confirmation test. During a tubal ligation, the consumer stated her physician was unable to find one essure coil. This device dislocation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported. A product technical complaint investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Further information could not be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061507) on 10-may-2016. The most recent information was received on 12-apr-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('could not find the other coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and menses lack of. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant") and underwent abortion induced ("ab, induced"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion induced, pelvic pain and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation, menstruation irregular, pelvic pain and pregnancy with contraceptive device with essure. The reporter considered abortion induced to be related to essure. The reporter commented: (B)(6) 2013 is essure insertion date and abortion date is (B)(6) 2013 (ga 5 weeks) that is after 3 months of essure insertion pregnancy is considered after 3 month of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: -no essure device visible on left fallopian tube. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received: event 'ab, induced' , outcome of pregnancy, onset date of event 'pregnant' were updated. Medical history, lab data, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061507) on 10-may-2016. The most recent information was received on 22-apr-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('could not find the other coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant". The patient's medical history included multigravida, parity 3 and menses lack of. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant") and underwent abortion induced ("ab, induced"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion induced, pelvic pain and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation, menstruation irregular, pelvic pain and pregnancy with contraceptive device with essure. The reporter considered abortion induced to be related to essure. The reporter commented: (B)(6) 2013 is essure insertion date and abortion date is (B)(6) 2013 (ga 5 weeks) that is after 3 months of essure insertion pregnancy is considered after 3 month of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: -no essure device visible on left fallopian tube.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data wasconducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.